Event description:
Provider alleged sieve beds are saturated. Per independent repair center statement, the unit was alarming or red light -- confirmed. The key failure was the sieve bed saturated. Additional malfunctions were pvc tubing discolored, exhaust muffler clogged, hose clamp leaks and tie wrap leaks.